Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted,pinched and bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx3.0mm target lesion was located in the severely tortuous and calcified distal left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx3.0mm target lesion was located in the severely tortuous and calcified distal left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.